Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The terminal pin showed deformed conductor coils (bent) along with a cut located approx. 282mm from the terminal pin. Suture sleeve was torn and a portion was missing. Helix was extended with dried blood and tissue in the housing. Noted multiple cuts in the outer insulation, likely explant damage. Visual inspection revealed no abnormalities, other than induced damage from normal use/explant.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. No additional adverse patient effects were reported. The lead was successfully replaced by a same model lead.